Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, while suturing a single knot, the thread and needle separated. Another suture was used to resolve the issue. There was no patient injury.